Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device on the second or third clip stuck on the vessel then had to be pried off the vessel by forcing the handle apart. There was no tissue damage. The second device fired a c shaped clip on the first firing. A third device was used to complete the procedure. No adverse consequences reported.

Event description:
The user stated a physician did not believe a high iron result for one patient based on the "clinical statement". The iron result on (B) (6) 2010 from a terumo tube with gel and no anticoagulant was 370 ug/dl and 369 ug/dl upon repeat. On (B) (6) 2010, this result was confirmed at 388 ug/dl (69.4 umol/l) by a reference lab on another c501 analyzer. A second sample from the patient drawn on (B) (6) 2010 gave an iron result of 69 ug/dl. A third sample from the patient drawn on (B) (6) 2010 gave an iron result of 211.9 ug/dl. A forth sample from the patient drawn on (B) (6) 2010 gave an iron result of 34.4 ug/dl. The iron reagent was lot number 616386. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
Weight was not provided. A definitive root cause was not identified. Investigation by the manufacturer yielded results comparable to those obtained by the customer. One possible explanation identified is that the patient received a dose of iron shortly before the 1st sample, resulting in a high serum iron. The iron would then have been transported into cells, reducing the serum iron. This explanation is supported by the fact that transferrin remained constant during the period in question.